Manufacturer narrative:
H6. Adverse event problem. Component code: (4756) appropriate term/code not available. Per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup that the aquabeam conformal planning unit (cpu) was not functioning. It was reported that upon arrival to the operating room, the aquabeam robotic system was already plugged in and the switch was left on. Despite troubleshooting attempts, the issue could not be resolved and the procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam conformal planning unit (cpu) was returned for investigation. Functional testing was able to confirm the reported failure as the aquabeam cpu did not power on. The root cause of the reported event was determined to be a component failure related to the cmos bios battery. A review of the device history record (DHR) for ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, um0101-00, rev. F, was reviewed. 11.2.1 non-sterile: aquabeam robotic system and ultrasound setup. Roll installed aquabeam robotic system and trus into operating room. Connect aquabeam robotic system power cable to power source (e.g., wall outlet, etc.). Connect the transrectal ultrasound (trus) to the aquabeam robotic system. Note: aquabeam robotic system is compatible with the minimum ultrasound system requirements stated in section 9.1: hospital required accessories. Access connection ports on the trus console. Connect the proper end of the video cable to its respective port on trus console. The aquabeam robotic system supports two types of video connection cables: hdmi-dvi cable which supports hdmi out (trus end) to dvi in (aquabeam robotic system end) dvi-dvi cable which supports dvi out (trus end) to dvi in (aquabeam robotic system end) connect the dvi end of the video cable to the dvi in port on the back of the conformal planning unit (cpu). Connect ethernet cable to its respective port on the trus console (optional based on ultrasound model). Connect ethernet cable to ethernet port on the back of the cpu (optional based on ultrasound model). Connect trus probe to trus console. Connect trus power cable to power source (e.g., wall outlet, etc.) And power on the trus console. Note: the trus typically starts slower than the cpu and console. Stage the aquabeam robotic system and the trus. Stage scrub table and sterile basin adjacent to the aquabeam robotic system. Unwrap and prep scrub table and wheeled scrub basin. Power on console and cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.